Event description:
Inflammatory mass was reported. In 2008, the health provider put saline in the pump at a minimal rate. The pt heard an alarm, not yet confirmed by telemetry. It was reported that the health provider will interrogate the device upon the pt return to the clinic. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Catheter.